Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to pocket infection. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The rv lead was explanted.